Event description:
Procedure type: lap hernia repair. According to the reporter: malfunctioned, fired one tack. Opened a new device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.